Event description:
It was reported that balloon rupture occurred. Vascular access was performed via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the right knee. After advancing a non-boston scientific (bsc) introducer sheath, a mach 1 guide catheter and a non-bsc microcatheter were used to approach the lesion with a jupiter fc guidewire but had difficulty crossing. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres, the balloon ruptured and a pinhole was noted at the tip part. The device was replaced with a non-bsc balloon followed by additional dilatation with another non-bsc balloon. No patient complications were reported and the patient was in good condition post procedure.